Event description:
It was reported that one day post implant of the implantable pulse generator (ipg) system the patient died. It was noted that on the patient's monitor there was no capture. The patient became unresponsive and a code blue was activated. Cardiopulmonary resuscitation (CPR) was initiated but they were unable to resuscitate the patient and they passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.